Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined tandem technical support's offer to complete troubleshooting for the reported issue. Customer reverted to using an alternate method of insulin therapy. Customer¿s blood glucose level was within range (value not provided).